Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was cracked and the contact was unsure how the screen became cracked. Reportedly, the pump was not functional. Customer's blood glucose was 238 mg/dl. Customer had manual injections available as alternate insulin therapy.